Event description:
The pt's mom contacted animas to report the following: the pt reportedly changed the cartridge, infusion set, and infusion site at 5pm tonight and was bolusing throughout the night. At 1am, the pt's blood glucose was 400 mg/dl and was positive for ketones. When the pt disconnected and removed the cartridge, the pt found a large crack down the side of the cartridge and there was insulin in the cartridge compartment. The pt's mom loaded a new cartridge and was able to prime the pump successfully. The pt's mom was in contact with the pt's health care professional regarding the pt's high bg. This complaint is being reported because the pt allegedly developed high bg after discovering a cracked cartridge.

Manufacturer narrative:
The cartridge was returned for investigation. Eval confirmed the cracked cartridge. A leak test was also performed and found air bubbles being released from the crack in the cartridge body. In conclusion, the cartridge failed the visual and leak tests.